Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient stated that the ins was still implanted and noted that it has not worked in years. List of health care providers was emailed to patient. No symptoms reported and no further complications were noted or anticipated. Refer to already reported pe(B)(4); loss effect.